Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and an poor sensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.